Event description:
A remstar auto device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed power connecter was burnt. Additionally, error codes e053 (err comp log sem timeout), e100 (err humid no heat) were found and there was contamination from dust. The device was repaired by the third-party service center after the evaluation was completed.